Event description:
Sorin group received a report that during set-up, the stockert centrifugal pump console (scpc) would not pass the battery test and that the centrifugal pump was getting an error. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufacturers the stockert centrifugal pump console (scpc). The incident occurred in (B)(6). This medwatch report is filled on behalf of sorin group (B)(4). Sorin group received a report that during set-up, the stockert centrifugal pump console (scpc) would not pass the battery test and that the centrifugal pump was getting an error. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.